Event description:
Additional information received reported this was the only event of uti since implant and uti was not indicated on the baseline medical history form. Etiology remained unknown.

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had urgency and burning during urination. Laboratory testing was conducted on (B)(6) 2016 which came back positive for a urinary tract infection (uti) which required an unscheduled clinic visit and antibiotics to be administered on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.